Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), the patient experienced frequent bradycardia and was in danger. During ipg device check it was found that the device reached premature battery depletion during warranty period. Physician determined patient's bradycardia was caused by battery depletion. The patient is pacing dependent, and for patient safety reason ipg replacement operation was conducted immediately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.